Event description:
It was reported that the device was explanted after an implant duration of 7 yrs and 11 mos. The reason for explant is unk. No further details were provided. Info learned from implant pt registry. Info received on 04/09/2008: device was explanted due to regurgitation and endocartitis. The device is not available for return. Info per surgeon's office.

Manufacturer narrative:
Device not returned.